Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the physician reported difficulty inserting the right and left ventricular leads into this device's header. With additional force, the leads were successfully implanted: to date, the system remains implanted and in service with no further reported complications.